Event description:
It was reported the patient's blood glucose levels rose to greater than 250 mg/dl while wearing the pod between 24 and 36 hours on the arm. Investigation of pod found damage to the cannula.

Manufacturer narrative:
The left and right side of the exposed soft cannula were observed to be torn, resulting in a fluid leak. The observed cannula damage is confirmed as the root cause of the reported not sure delivering insulin event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.